Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 1.6, repeat inr = 2.9. Testing was performed within 5 minutes. Therapeutic range: 2.0 - 3.0. Pt was milking finger after the fingerstick; repeated fingerstick on the same finger.

Manufacturer narrative:
Investigation pending.